Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the nurse prepared the suspension according to the instructions, drew it into a syringe, and began to inject the patient. During the injection, the needle detached/snapped from its base and the solution splashed everywhere, including on the nurse's face, but not in their eyes. According to the doctor's assessment, the patient was given an extra dose and the nurse got away with a scare. The incident took place in a hospital. There was patient involvement.